Manufacturer narrative:
H.6. Investigation: bd received one sample and one photo from the customer for investigation. The photo only shows an unused eclipse device not appearing to have and defects, however, the physical sample shows a bd eclipse device with the pivot shield broken off the device. Therefore, the reported issue of dlm is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA#(B)(4)).

Event description:
It was reported that the safety shield broke off and needle stick injury occurred during use with bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the safety mechanism on the eclipse needle broke off.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield broke off and needle stick injury occurred during use with bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the safety mechanism on the eclipse needle broke off.